Event description:
Foley catheter was removed due to poor drainage (originally placed [redacted date]). When foley balloon deflated, liquid was cloudy and moldy - 10cc. Manufacturer response for foley catheter, foley catheter (per site reporter) [redacted name] facilitating return. [Redacted date] coordinating retrieval from src receiving dock. [Redacted date] - RMA/mailer requested.